Event description:
It was reported to nova biomedical at 10:15pm, a consumer received a result of 414 mg/dl on their blood glucose meter. The consumer bolus for 16 units and went to bed. The consumer woke up to his spouse feeding him gluco tabs because the consumer was sweating profusely. The consumer's spouse tested the consumer using the same test strips and meter getting a result of 47 mg/dl. The consumer drank 14 grams of coke and approx 30 minutes later, he tested himself getting a result of 116mg/dl. It was discovered during the phone call, the consumer is transferring his test strips from one vial to another which may compromise the integrity of the test strips and is against our directions for use. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.